Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with sensor and the insulin pump going into threshold suspend. Customer's blood glucose was 198 mg/dl and sensor was reading at 56 mg/dl. Then sensor reading was 210 mg/dl and blood glucose was 75 mg/dl. Currently blood glucose was 148 mg/dl and sensor was 245 mg/dl. Troubleshooting was performed. Customer stated the device had alarmed failed battery test. Customer's blood glucose at the time of alarm was 56 mg/dl. Troubleshooting was done. Customer was advised to clean battery compartment, insert a new battery, and device did not alarm again. Customer was advised to monitor the device. No further information reported.